Event description:
It was reported that the pump touchscreen was experiencing pixelation issues in the form of white dots on the screen. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.